Manufacturer narrative:
The user experienced a low blood glucose event during a supply change, became unresponsive, and was transported by ems to the hospital, where treatment included oral glucose and IV fluids. Available information does not indicate any device malfunction. The device was not returned for evaluation, and a follow-up report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a bg of 69 mg/dl. The user received oral glucose administered by ems after becoming unresponsive during a supply change. The user was transported by ems to the hospital, treated with IV fluids, monitored, and discharged the same day in stable condition and resumed ilet use.